Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer stated that she was not receiving any insulin, which she reported was the cause of her high blood glucose levels. The blood glucose reading was 6.5 mmol/l before bed, and she woke up with a blood glucose reading of 16.5 mmol/l. She advised that she had not consumed anything during the night leading up to the high blood glucose event. She stated that she had tried troubleshooting for the issue and insulin did not exit the tubing at the quick release. She reported that this issue had been happening for a number of days. She advised that she treated with a manual injection and complete infusion set change. She stated that she believed the insulin vial was faulty and advised that her blood glucose levels returned to normal.